Manufacturer narrative:
Date sent to the FDA: 10/09/2020. Corrected h-6 device codes: 1069. Additional information was requested, and the following was obtained: how was the suture placed (interrupted or continuous)? It is a overlock so a continuous suture. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the suture tied (square knot or multiple knots one end)? - multiple knots one end of the overlock. Reported lot bbdlhr0 is invalid. Please provide a correct lot number? Qbbdlhr0. Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? No anomalies during the use of the wire. Was there any precipitating stress factor for the sutures untying? The only possible precipitating stress factor is the damage of the wire by the clamp during the suture, but it is unlikely. What was the appearance of the suture during the revision procedure? - during the revision procedure, the suture was broken at the middle of the overlock what tissue dehisced and how was the dehiscence managed? It was a suture of the fascia of the large rights after the cesarean with a vicryl 2 but with separated stitches instead of overlock. What is the patient¿s current status? The post operative care of the evisceration was simple. The following information was requested, but unavailable: what is physician¿s opinion as to the etiology of or contributing factors to these events? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jv525; qbbdlhr0 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. "The patient demographic info: age, weight, bmi at the time of index procedure? How was the suture placed (interrupted or continuous)? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture tied (square knot or multiple knots one end)? Reported lot bbdlhr0 is invalid. Please provide a correct lot number? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Was there any precipitating stress factor for the sutures untying? What was the appearance of the suture during the revision procedure? What tissue dehisced and how was the dehiscence managed? What is physician¿s opinion as to the etiology of or contributing factors to these events? Other relevant patient history/concomitant medications? What is the patient¿s current status?

Event description:
It was reported that the patient underwent c-section procedure on (B)(6) 2020 due to stagnating dilatation and the suture was used for closing of the fascia. The patient returned to the operating room for evisceration on (B)(6) 2020. During the revision in the operating room, it was discovered a thread releasing. The fascia was clear, no soft part infections, no wall abscesses, no wall hematomas. Additional information has been requested.